Event description:
Originally reported to idtf, pt self-tester reports: protime system inr results between 3.7. Unspecified lab system inr result 5.3. Pt therapeutic range 2.5 - 3.5 inr. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). Method, results, and conclusions: manufacturer evaluation / investigation currently in process.